Event description:
Note: this report pertains to one of three complaints. Reference manufacturer report #''s 3005099803-2009-02971 and 3005099803-2009-02972. It was reported to boston scientific corporation that three ultraflex non-covered tracheobronchial stents were used during two separate procedures performed on the same pt. According to the complainant, an ultraflex stent was placed successfully slightly distal to the target lesion in 2009. One week post stent placement, another procedure was performed and the stent was repositioned at the appropriate target site using biopsy forceps. No additional stent was placed at that time. At approximately 25 days later, it was noted that the previously implanted stent was occluded due to tumor ingrowth. The stent was not removed. A second ultraflex stent was used. However; the suture would not release and the shaft became kinked proximal to the stent. This stent system was removed and a third ultraflex stent was attempted to be placed. The stent was deployed approximately 1/3 of the way. However; the suture would not release and the device kinked. The stent system was removed and the procedure was completed by dilating the lesion with a cre balloon. Another stent placement procedure was performed successfully about 7 days later. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.